Event description:
An impella device was inserted via the right femoral artery in a 69-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and required inotropic support, vasopressors, and mechanical respiratory support. The patient was classified as scai stage d. The patient experienced an arrhythmic event resulting in a decrease in arterial pressure. Stat echocardiographic imaging demonstrated that the impella device was positioned deep. In accordance with the instructions for use, the trained medical provider repositioned the impella device by withdrawing it proximally. Following device repositioning, the arrhythmia resolved and arterial pressure stabilized. The patient experienced arrhythmia and device repositioning related to the impella pump. After a comprehensive review of the available information, the reported event was consistent with known risks associated with deep device positioning. The medical provider responded appropriately by repositioning the device as instructed per the instructions for use, resulting in resolution of the arrhythmia and hemodynamic stabilization. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section. B1 was corrected, repopulated accordingly to align with the reported event. The investigation was completed. Investigation summary: arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.